Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2010, 10/20/2010, and 11/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported that an intraocular lens (iol) was explanted. Additional information has been requested.